Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and the battery was having communication difficulty with the remote control (rc). It was also reported that the patients ipg had migrated. The patient underwent an ipg replacement procedure and patient was doing well post operatively.